Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via chatbot stated that their oral-b crossaction toothbrush head kept falling off of their oral-b pro 2 toothbrush. No injury was reported.